Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they insulin pump had light button was sticky. The customer¿s blood glucose was unknown. Customer stated that insulin pump received failed battery test and battery cap hard to take on and off also the cap was stripped. Customer stated that cartridge was fell loosed or not secure at the time. The device will not be returned for analysis.